Event description:
A physician reported a pt who was treated on 11/20/1998 in the upper and lower vermilion borders and the vermilion. The physician noted a large bruise at the lower right site at the time of treatment. Within a few days after the treatment, (exact onset date not known), the pt noticed a numb, cold, "tingly" feeling, like a paresthesia, at the lower right treatment site. On or about 11/24/1998, the pt presented with a confluent cluster of fluid filled blisters appeared at the same lower right treatment site. The symptomatic area, noted as "half mooned" shaped, drained and crusted, ultimately with a large scab forming, which subsequently sloughed off. The pt noted numbness at the lower vermilion. The physician noted when the pt smiled, the lower right verilion did not appear totally mobile. The physician believed the pt has some paresis of the muscle in the lower right vermilion area. On or about 11/24/1998, the physician prescribed oral valtrex. In the physician's absence from 26 to 29 11/1998, the pt self medicated by doubling the dose of valtrex; due to extreme pain at the lower right facial quadrant. On 11/30/1998, the pt presented with continued local symptoms at the lower right lip. The pt stated the pain was persistent from the mandibular area to the ear. The physician also noted swelling of the neck and inflamed cervical lymph nodes. The physician diagnosed the pain as trigeminal neuralgia, which she believed was secondary to herpes zoster, and was not collagen related. The physician prescribed intramuscular demerol every 3 hours for the pain. As of 12/10/1998, the physician noted the local symptoms of scabbing and crusting were slowly healing, and the systemic symptoms had resolved. The physician believed the local symptoms could have possibly been related to a vascular obstruction from the treatment, or to a local herples simplex outbreak, since the pt had a history of "cold sores". The physician believed the systemic symptoms of trigeminal neuralgia, inflammed cervical lymph nodes, pain and paresis were related to an outbreak of herpes zoster, and not collagen related.